Event description:
It was reported that during a gastric bypass with roux-en-y, after two firings, device closed and required excessive force to dislodge the stapler. This stapler was replaced with another device. Also, during division of the stomach the device fired but did not cut. A second and third stapler was used to complete all transections. All suture lines were oversewn with silk lumbered sutures and running sutures.